Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of death, thrombosis and myocardial infarction, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use, are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported that on (B)(6) 2016, a 3.5x18 mm absorb bvs (bioresorbable vascular scaffold) was deployed in the proximal left circumflex coronary artery (plcx). A 3.0x24 mm metallic drug eluting stent was successfully deployed in the proximal left anterior descending coronary artery (plad). On (B)(6) 2016, the patient experienced an acute myocardial infarction. Medical treatment was given, but the patient expired. The suspected cause of death was most likely stent/scaffold thrombosis. There was no additional information provided.